Event description:
A caller reported that the t: slim x2 pump battery would not charge, identified by a power source alert. The issue was resolved before contacting technical support by changing to a non-tandem wall adapter while keeping the original charging cable. There was no adverse impact on the customer's blood glucose level. Technical support advised against using third-party charging supplies and sent a replacement tandem wall adapter. The pump began charging, and no further assistance was needed.